Event description:
Report received of an over-delivery. The customer indicated that the event was the result of an error in programming the device. At 09:46, the pump was programmed in the dose calculation mode to deliver, 10mg of epinephrine in 250ml. 66.8 kg weight, at a dose of 5.5mcg/kg/min resulting in a calculated rate of 551ml/hr. The intended dose was 0.055mcg/kg/min with a calculated rate of 5.5ml/hr. Ten minutes later, the nurse reported the patient was hypertensive and the infusion was stopped. There was no reported adverse patient sequelae. Though requested, no further information was available.